Manufacturer narrative:
Additional information: device evaluation post market vigilance led an evaluation of one unit. The visual inspection and functional evaluation of the device had acceptable re sults. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open gastric cancer operation, the device had a poor staple formation. Manual reinforcement stitching was used to resolve the issue. There was no patient injury.